Event description:
A malfunction alarm identified as malfunction code 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and no recurrence of the malfunction code was noted afterward. The customer was advised they could continue using the pump and instructed to call back if any issues reoccurred.